Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard their device emitting tones. Interrogation of the system noted multiple error codes; among them CT code, lc code, bd code. Surgical intervention was later performed and the s-ICD was explanted and replaced.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the exterior identified no anomalies. Interrogation of the device found it was at end of life (eol) battery status. There was one recorded episode contained in device memory, for which therapy was delivered on (B)(6) 2020. Next, a commanded shock was attempted and the device charged for 45 seconds but no pulse was delivered. The device case was removed to facilitate inspection and testing of the internal components. Visual inspection of the internal components did not identify any abnormalities. The battery was removed from the device and sent for detailed, individual testing. It was determined the battery prematurely depleted but despite completion of testing, the root cause could not be ascertained. This finding has been reported to our manufacturing and design teams and we will continue to monitor field reports for similar behavior.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard their device emitting tones. Interrogation of the system noted multiple error codes; among them a CT code, lc code, and battery depletion code. Surgical intervention was later performed and the s-ICD was explanted and replaced.